Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an itchy rash on her back. The patient's daughter, who was a doctor, applied hydrocortisone cream to the irritation. Additionally, the patient was prescribed a steroid cream and benadryl. During a follow-up the patient reported that the rash was improving.